Manufacturer narrative:
Stryker evaluated the customer's device but could not duplicate the reported issue in testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device does not always power on when needed. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.